Manufacturer narrative:
Initial reporter updated in section e. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding an imaging system being used outside of a procedure. It was reported that there was an issue with the gantry door opening and closing. Upon inspection, the dingus and rotor were found to be misaligned. No patient was present at the time of the event.

Manufacturer narrative:
H3, h6): the manufacturing representative (rep) went on site to test the imaging system, mechanically opened the gantry door, and properly aligned the dingus and rotor. After restarting the complete system, a full functional test was performed, and the machine was found to be working properly. Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: bi71000442. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.